Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had high reading of 300+ mg/dl. The customer's current blood glucose was 194 mg/dl. The customer stated that they were not able to rewind the pump. The customer mentioned that the pump is not delivering some times, and over delivering other times. The product was not returned for analysis.